Event description:
The customer reported that the system will not boot up. No pt injury was reported.

Manufacturer narrative:
The ge service rep ordered parts for the system, but the customer wishes not to complete repair at this time. Repair will be completed by intermed.